Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated abdominal incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was excised. A large ventralex mesh (device #1) was placed as an intraperitoneal graft with the gore-tax facing the viscera and the marlex facing the abdominal wall.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia along with abdominal wound thereby underwent open repair with the explant of ventralex mesh (device #1) and implant of ventralex mesh (device #2). Per operative notes, ¿the midline scar was notes. Incarcerated small bowel was dissected free. There was a section of old ventralex mesh (device #1) that was explanted. A medium ventralex mesh (device #2) was placed and secure it with suture.¿ attorney alleged that the patient had adhesions, bowel perforation, fistulae, pain, hernia recurrence, mesh removal and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence & scar tissue thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.